Event description:
A physician reported that two viabahn endoprosthesis were used for the treatment of the left iliac aneurysm. The reporting physician reportedly did not perform the procedure. The patient was reported to have ehlers danios syndrome (vascular type). Apparently, the devices were placed to stop bleeding. Imaging revealed both of the grafts expelled and the arteries ripped. The patient expired. Attempts to gain additional information have been unsuccessful.

Manufacturer narrative:
Disposition of the devices sre unk. Lot number is unknown. We are unable to evaluate this event due to the absence of information. Investigation did not reveal any results due to the lack of information acquired.